Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant there was difficulty inserting this right ventricular (rv) lead into the header of the pacemaker. The patient was pacemaker dependent and this resulted in significant heart block resulting in approximately two seconds of asystole. No adverse patient effects were reported as a result. Ultimately mineral oil was used and the lead was successfully inserted into the header. This product remains in-service.